Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an adrenalectomy the surgeon started used the cautery portion of the device in case and it was not working (cautery power was severely limited). We checked to make sure everything was plugged in and seated correctly but the strength of the cautery was extremely limited. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4 batch #: x96g4t. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the inner tube detached from the shaft sheath therefore, functional testing could not be performed, as the shaft could not be connected to the test handle and we were unable to investigate further the issue reported a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.